Event description:
I used poligrip with polyseal from 2004 until 2009. While using this product poligrip with polyseal, I noticed numbness and tingling in my legs and toes, both legs. I was diagnosed with neuropathy. Blood test and urine test showed low levels of copper and high levels of zinc in my blood. My neuropathy is permanent and requires continued medical care and treatment. Dose: denture cream. Frequency: once daily. Route: oral. Dates of use: 2004 - 2009. Diagnosis: denture adhesive cream. Event abated after use stopped: no.